Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device appeared to no longer be responsive when running device user test.  The customer also indicated that the device remained in a boot loop when attempting to power the device on.  In this condition, the device would not be functional on a patient, if needed.  There was no report of any patient use associated with the reported issue.